Manufacturer narrative:
Background information: quickie q700m owner's manual states: "warning! Do not use any wheelchair that has been involved in a motor vehicle accident. A sudden stop and/or collision may structurally damage your wheelchair. There may have been a change to the structure of the chair, and/or damaged or broken some of the components. Wheelchairs involved in sudden stops should be inspected for possible failures in frame and/or components. Frame damage may be represented by but not limited to: visual cracks, dents, metal distortion, bends, or damage to the seating mounting. If the chair no longer drives straight, it could be damaged. If the wheelchair has been involved in an accident, discontinue use immediately and contact your sunrise medical authorized dealer for a thorough inspection. If damage is questionable or if there is concern regarding the condition of the chair, sunrise medical recommends replacement of the chair. Wheelchairs involved in collisions should be replaced." Quickie q700m owner's manual section 7 is dedicated to explaining the proper transport of the device. This section includes text and visual aids to convey the proper tie down points, proper transport orientation, proper strap restraint system, and more. Discussion: in reviewing the complaint, the dealer stated on more than one occasion there was a failure to properly secure the chair for transit. Based on the information in the complaint, it would indicate that the device has mechanical breakage of components and the user experienced injuries from an event that occurred during transit. The information also indicates that the chair was not properly secured for transit. Production history was reviewed and no ncmr's or deviations related to the failure were identified. Since the chair was improperly secured for transit and the chair and user experience damage/injury, the most probable resultant failure mode would be user error, user impacted by an object with a great amount of force (vehicular impact, for example) the end user's injuries were reportedly the following: puncture in left arm, whiplash, back strain, left foot & ankle swelling, and head contusion. The end user went to urgent care to receive care and is reportedly currently still under the care of that medical team. Conclusion: in conclusion, there is no evidence of malfunction or defect from the wheelchair. Due to the allegation of injury that required medical intervention, this MDR is being filed.

Event description:
Per dealer, the user was in a q700 m chair during transit and was injured. This was reported to the transit company. Per the dealer, the end user reportedly sustained the following: puncture in left arm, whiplash, back strain, left foot & ankle swelling, and head contusion. End user reportedly went to urgent care to receive care and is currently still under the care of that medical team. Dealer reports chair was not secured properly for transit. As a result of this incident, the tilt frame, seat frame along with back / armrest assembly all became bent. The dealer claims the chair still drives and tilt works except it is bent to the right. * * if damage is questionable or if there is concern regarding the condition of the chair, sunrise medical recommends replacement of the chair. Wheelchairs involved in collisions should be replaced."